Event description:
An alarm was reported by the caller due to an occlusion issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a corrective injection via multiple daily injections, and there was no need for third-party assistance. Reportedly, customer was using cold insulin in the cartridge and failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use and recommended room temperature insulin in the pump supplies. Technical support provided guidance on how to address the recurring alarm, including instructions to disconnect and manipulate the pump tubing and cartridge, and a successful bolus was delivered. The customer was advised to replace the necessary supplies and continued to use the pump for insulin therapy.